Event description:
An ophthalmic surgeon reported that air came out of the irrigation line during a procedure, approx ten minutes after starting to cut the vitreous body. The problem was solved after replacing the product with another one. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is the first complaint reported against the finish goods lot and the DHR (device history record) shows the product was released per specs. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address this issue. (B)(4).